Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined due to software issue.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the device logged an event code which is associated with a failure of the device to provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that the device logged an event code which is associated with the failure to deliver defibrillation therapy. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the device logged an event code which is associated with a failure of the device to provide defibrillation therapy. There was no patient use associated with the reported event.